Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to a1. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported that the wireless foot pedal would not configure with the system. It is unknown when the reported problem was identified. There was no harm or user injury reported due to the event. Complaint 2/2 for the footswitch from this event.

Manufacturer narrative:
The device has not been returned to olympus at this time. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.